Manufacturer narrative:
Device evaluation begun, but not yet completed.

Event description:
It was reported that following an in-line nebulizer treatment (patient side, downstream of filter - did not go through the filter) patient began experiencing difficulties breathing and started to turn blue. It was determined that the filter was obstructed.